Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, cardiac arrest, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The case and provided images were reviewed by an abbott senior director of medical affairs. Based on all available information, the reported valve underexpansion appears to be related to challenging patient anatomy (calcification). The reported cardiac arrest and death appear to be related to procedural conditions (aortic dissection, possibly caused by aortic wall injury from either the balloon inflation or other manipulations within the aorta including the wires and the delivery catheter). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion, cardiac arrest, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The case and provided images were reviewed by an abbott senior director of medical affairs. Based on all available information, the reported valve underexpansion appears to be related to challenging patient anatomy (calcification). The reported cardiac arrest and death appear to be related to a combination of patient condition (significant comorbidities) and procedural conditions (decompensation after pre-bav). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The anatomy of the patient was: perimeter of 80mm, minimum diameter of 22.6, max diameter of 29.1, and an average of 25.8. During the procedure, a pre-bav was performed using a 24mm non-abbott balloon. The physician didn't think the balloon was fully expanded, so the bav was performed again with better expansion. The ds was then positioned in the annulus, and when the valve was starting to be deployed, it was noticed that it was biasing the inner curve and was also constrained. The system was fully recaptured and taken back into the descending aorta. The goal was to try to get the non-abbott guidewire to sit better across the valve. Again the system was brought to the annulus and deployed, but at 80% it was still noticed to be significantly constrained due to calcification. As recapturing started, the patient started to decompensate. The valve was fully recaptured and placed in the descending aorta and then cardiopulmonary resuscitation (CPR) was performed. A second valve and delivery system was prepped in case they wanted to proceed with the tavr but this never occurred. The patient was later transitioned to ECMO, and shortly after that, the patient passed away. The physician alleged the cause of death being related to the procedure and the patients' comorbidities including severe aortic stenosis, kidney disease with dialysis and discussion on hospice care prior to the implant procedure. It was noted that aortic insufficiency was not immediately noticed after the bav however, there was severe leak around the valve at 80% deployment. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.